Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 2, 2024, senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user received sensor replacement alert on (B)(6) 2024. The investigation on the returned sensor revealed that the sensor showed that the reference signal parameters were noisy. This noise is the most probable root cause for the reported failure. The noise can occur when the light filter/photodiode are damaged. The investigation shows the system correctly disabled the sensor due to performance failure and the system's self-test functions are working normally. As part of resolution, an RMA was issued for sensor replacement. No further resolution was necessary for this complaint. B4.date of this report 28 june 2024. D4.primary unique device identifier (UDI) number updated to (B)(4). D9 device available for evaluation? Yes on 05/08/2024. G3.date received by the manufacturer? 28 june 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.